Manufacturer narrative:
Sc1-cap locked in place properly during testing. Per observation, the knit line near the belt clip plate is normal. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were not confirmed during visual inspection when no belt clip damage or retainer ring damage was noted, and the sc1-cap locked in place properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the retainer ring on the pump, and the reservoir was able to lock in place when inserted into the pump. The customer stated that the location of the damage was all over the pump. The customer stated the pump keeps on failing off because of the belt clip it's not staying in. The customer reported no adverse event. The event involved product(s) acc-1601, and mmt-1884. Troubleshooting was performed for the cosmetic damage, and the serialized device be replaced. Troubleshooting was performed for the pump clip, and the non-serialized product will not being replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.